Event description:
It was reported that this left ventricular (lv) lead exhibited signs of over-sensing, with early lv sensed events intermittently inhibiting pacing. The observed pattern suggested non-physiologic or random electrical activity, rather than true cardiac signals. Device interrogation indicated abnormal impedance trends over time, which raised concern for potential lead malfunction or progressive failure. Despite these observations, no adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).